Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt intermittently failed incoming functionality testing. Upon investigation, the cable connecting ECG c and d to the distribution node (dn) was pulled. The cause for the intermittent failure was isolated to the j704 connector being pulled from the dn pca. The cause for the pulled connector was the pulled cable. The root cause for the pulled cable was excessive force on the cable section. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt's ecgs were non-functional.